Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be caused by a potential patient misuse. No injury or medical intervention was reported. The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it failed due to no voltage. The log was downloaded and reviewed and signal loss was found within the investigation window. The allegation was confirmed. The root cause is a potential patient misuse.